Manufacturer narrative:
Customer did not return any product as instructed. Follow-ups were made to request the return of any product and the medical questionnaire that was sent to her. Nothing has been returned. With no lot number provided or any product returned, the investigation has been limited to a trending on the complaint fault.

Event description:
Customer called to let us know that a pen needle broke off in her stomach. She stated she went to the doctor and had an x-ray taken and product did not show as a foreign object in the skin, but there is still some irritation there. Patient stated she did not save the needle, nor the box with the product information. She did not disclose the date of the event.